Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first handle was able to enter firing mode, but would not fire, reload was then replaced. Another attempt with black trs (tissue reinforcement system) went well, then another reload was purple trs and an excessive load issue occurred. A new handle and purple trs 60 were used, and same issue occurred (excessive load), it fired a quarter then was asked to open. The surgeon then switched to black trs 60, same issue happened. The firing bite in tissue was even adjusted to avoid firing over previously laid trs strips, but it had same read out, excessive load. The reload was replaced by 60 black without trs, and the case was completed. The adapters were also replaced during the surgery though there were no issues with the devices. The surgical time was extended for 30-45 minutes to perform egd (esophagogastroduodenoscopy) to make sure stomach was clear. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.